Manufacturer narrative:
E1: telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in a patient with functional mitral regurgitation. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both functional and degenerative mitral regurgitation in the region where the procedure was performed. Therefore, the implant will not be considered off-label in this case.

Event description:
Per the report received from germany, edwards received notification of pascal precision ace procedure in mitral position. On pod 1 a single leaflet device attachment (slda) was noticed. Patient had severe functional mitral regurgitation (mr). There were no anatomical or procedural complications reported and no device issues during or post implantation. One pascal ace device was implanted, during the procedure pml grasping was optimized 3 times, after 3rd grasp the team was satisfied with leaflet insertion and after deployment there was no change and the ace was stable. Mr levels decreased to trace and on pod 1 when slda happened, mr increased to severe. Patient was in stable condition and pod 3 a re-intervention took place; where slda got stabilized and mr was reduced to mild.